Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure that universal surgical manipulator(usm) 4 faulted out. The intuitive tech support engineer (tse) reviewed the system logs and found a 1162 error against usm 4. The tse had the customer hard power cycle the patient side cart (psc). The error came back at power up. The customer needed all 4 usms and elected to covert the procedure to laparoscopic. There were no reports of patient injury.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator and completed the failure analysis investigation. The unit was tested on an in-house system and triggered error 1162. The unit was also failed the insertion buttons test. There was no fluid intrusion or physical damage found. The complaint was confirmed based on failure analysis.